Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "distal occlusion," which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream tubing guide shim was also found out of specification. The downstream tubing guide was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump experienced a "distal occlusion." Any patient involvement, injury or medical intervention is unknown.